Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 011-mc100 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) lot#13794950 was reviewed and no nonconformities were found that would have led the reported condition on the complaint.

Event description:
The event involved a microclave¿ clear connector where it was reported there was no flow and resistance. The event occurred when setting up the central venous catheter and priming to ensure the device was in the patient's vein. When the patient was positioned in the room, during the initiation of the infusion, it would not flow and presented with resistance. The device then needed to be removed. This issue has been occurring frequently for several weeks, but no report has been made since the device was discarded. The customer stated there were no negative clinical consequences for the patient nor for the healthcare provider. There was patient involvement but no adverse event/human harm.